Manufacturer narrative:
The reported events of inadequate capture and under sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical test did not find any indication of conductor fractures or internal shorts. Visual and x- ray examination found no anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented to the hospital due to dizziness and low heart rate. Inadequate capture and undersensing were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve event. The patient was recovering.